Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device did not meet acceptance criteria of evaluation process for the following conditions for an error code in relation to (the internal li-ion state of health <= 50%. Full charge capacity (fcc) is less than 51% of the design capacity) which was observed in the device event log. The device was returned to the technician for further testing, and the failure of the internal battery capacity was confirmed. The internal battery was replaced to resolve the issue. The root cause was confirmed. Additionally, during the service of the device, components were only replaced cosmetic or physical damage of the device.